Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced capsular contracture baker grade iii on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 28, 2022, additional information was received indicating the right breast prosthesis was found to be rupture upon explantation. The ruptured device was discarded post-explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 21, 2022, additional information was received indicating the patient underwent device removal on (B)(6) 2022. On jun 23, 2022, the replacement devices were identified as mentor gel breast implants (catalog number smhx500). The patient also reportedly experienced capsular contracture baker grade ii on the left side. This report is for the right breast prosthesis. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).